Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The secondary failure was a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The insulation was observed to be pulled out and the conductor wire dislodged. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found on the yaw pulley near the base of one of the grip tips. Components adjacent to the broken wire do not show damage. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was found to have broken cable. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not able to answer if thermal damage was observed. There were no electric arcs observed in the procedure. The patient did not suffer any injury or adverse event during or after the procedure. The procedure was completed with a backup instrument.